Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was returned for evaluation. Sample # 2 - the cuff was torn in the medial location. Both the proximal and distal collars remain attached to the tubing in the bonding area. When viewed under magnification, the balloon cuff exhibits a tear from the base of the proximal bonding area towards the medial location of the balloon cuff. The device history record for the lot number, aa5103v01, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the second of two reports. Refer to 9611594-2016-00091 for the first report. It was reported that there were two endotracheal tubes with a cuff deflation requiring the re-intubation of the patient with no reported injury. Additional information was received on 23-may-2016 from the customer that prior to using this tube a covidien sealguard subglottic endotracheal tube was being used. No further information was provided.